Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's son called and reported that his mother experienced low blood glucose, with blood glucose of 39 mg/dl at the time of the incident. The customer was at 188 mg/dl at the time of the call. The customer used candy to treat. The customer was wearing the insulin pump during the incident. Customer states the pump was over delivering as they were getting too many lows even after having their health care professional adjust their settings. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the dat test at 0.08690 inches.